Event description:
Patient suffered from retroperrineal hemorrhage after an exoseal was used. Patient did not need a blood transfusion despite being hypotensive, but required fluid resuscitation and monitoring. The patient had a drop in hemoglobin. There was no other vascular injury visible on cat scan. Patient is fully recovered.

Manufacturer narrative:
Patient suffered from retroperitoneal hemorrhage after an exoseal was used. Patient did not need a blood transfusion despite being hypotensive, but required fluid resuscitation and monitoring. The patient had a drop in hemoglobin. There was no other vascular injury visible on cat scan. Patient is fully recovered. Multiple attempts to retrieve detailed information about the patient, the procedure and the event were unsuccessful. The product was not returned for evaluation. A review of the manufacturing records could not be conducted without a lot number. The exoseal IFU lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Access site retroperitoneal bleeds/hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for testing and evaluation but has not yet been received for analysis. Additional information, including the lot number as well as the event date is pending and will be submitted within 30 days upon receipt. At this time the event date is provided but the exact report date is not currently available.